Event description:
The customer reported that the ventilator was alarming due to a vent inop. Review of the device diagnostic history noted a vent inop occurrence due to a pressure sensor failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the unit was in use on a patient, but there was no patient harm reported. The manufacturers field service engineer confirmed the reported problem. The service engineer replaced the data acquisition to motor controller board cable to address the reported problem. Performance verification testing was completed to operating specifications and passed.

Manufacturer narrative:
Event date: (B)(6) 2014. Rec'd by MFR date: 02/11/2015. Conclusion / root cause: the data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).